Event description:
It was reported that a battery depletion alert was observed on this subcutaneous implantable cardioverter defibrillator (s-ICD). It was suspected that the battery was depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that a battery depletion alert was observed on this subcutaneous implantable cardioverter defibrillator (s-ICD). It was suspected that the battery was depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this device remains in service. No adverse patient effects were reported. Additional information indicated that this s-ICD was explanted. No additional adverse patient effects were reported.